Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that subject in office (b(6) 2021; she reported a fall in april and since then she does not feel her device has been working well for her. No further work-up was completed on the device. Nothing further is captured in the emr except treatment options of botox or trying axonics device.  She chose to go with the axonics device and their device was explanted

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.